Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0awze, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient was having a problem with his implantable neurostimulator (ins) not working. In 2014, the patient had one incident where they could not go at all and had to go to the emergency room (ER) where they had to put a foley in stating that the patient¿s nerves were overstimulated. Following the ER, the patient¿s symptoms have been ¿great¿ until (B)(6) 2015 where he is ¿back the same way but reverse.¿ the patient woke up and could barely go to the bathroom. Since then, the patient had been using a foley catheter with a leg bag and an overnight bag because he could not feel anything. At one point it was the ¿flip side¿ noting that the patient was just wetting himself he could not feel anything. The patient put a plug in the foley and when he felt an urge to go to the bathroom, he ¿took it off and he would go.¿ the patient tried all programs but did not feel any stimulation except for program 2. Stimulation had been up too high in the past and the patient was ¿too stimulation,¿ so he was advised to turn it down. There was a return of symptoms and the patient felt pressure on (B)(6) 2015 like he had to void. However, the patient went very little. The following day, the patient could not void ¿at all¿ so he decided to use a catheter later in the day. It was noted that the catheter was not sanitized. The patient went into a walk-in clinic to request new catheter as the patient started to feel a burning sensation after using an old catheter. There was a ¿possible¿ urinary tract infection. The patient was also diagnosed with stage 1 kidney cancer and had nerve damage. The patient had x-rays of his spine on (B)(6) 2015 where the healthcare providers (hcp) ¿figured out why he was having problems.¿ the patient had 5 discs sitting on top of one another and ¿a lot¿ of pinched nerves. The patient was not sure if the nerve damage was getting worse because the symptoms were in and out. Follow-up is being conducted to determine patient outcome.